Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as transmitter failed error was confirmed. The probable cause was determined to be transmitter failed error. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.